Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing and low amplitude. Programming options were discussed and recommended. Reprogramming efforts were performed. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.